Manufacturer narrative:
This report was initially submitted following notification from a customer in canada regarding a misidentification of streptococcus pyogenes (qc organism) as streptococcus suis in association with the vitek® ms instrument (ref 410895, serial (B)(6)). Despite requests made, the customer was unable to provide any lab reports, patient details, nor the strain to biomerieux for investigation. A proper investigation into the source of the misidentification could not be completed due to the limited information available. Without the customer¿s raw data, no investigation can be performed.

Event description:
A customer in (B)(6) notified biomérieux of obtaining a misidentification of a streptococcus pyogenes qc organism as streptococcus suis in association with the vitek® ms instrument (ref (B)(4), serial (B)(4). A streptococcus pyogenes strain that is used for qc testing was analyzed with the vitek® ms and obtained an identification of streptococcus suis. Analysis was repeated and the expected identification of streptococcus pyogenes was obtained. As this was a qc organism, there is no patient involved. A biomérieux internal investigation will be initiated.